Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) lost weight. As a result, this ICD migrated and was pressing against her skin. The patient had pain. Subsequently, the ICD was explanted and replaced with a smaller device. No additional adverse patient effects were reported. At this time, this ICD has not been returned to boston scientific.